Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in 2012 the patient obtained a blood glucose reading on the reported meter that he claimed was inaccurately high compared to a result obtained on a paramedic¿s meter. The patient was unable to provide any specific data. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient received emergency treatment with glucose tablets. The patient managed his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique was correct; no information was provided about the test strips in use at that time. The meter and control solution were replaced. The patient returned his meter to lfs for evaluation. On (B)(4) 2013 the meter was tested and passed testing; the complaint could not be reproduced. The patient allegedly received emergency medical attention and treatment with glucose while using the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Date of event: not provided.